Event description:
It was reported that the patient had an infection and inflammatory reaction at the ipg site. The pocket site was swelling with surrounding fluid. There was no drainage noted. The physician does not believe that the infection was device nor procedure related. Aspiration on fluid was performed and the patient was put on antibiotics. All device components were explanted and were not returned. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087456/7087637. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7072711/7074228.